Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound infection and wound dehiscence cannot be ruled out. Contributing factors for wound infection and wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), radiation, chemotherapy and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 32-year-old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed that the patient´s surgical resection scar area (last surgical resection (B)(6) 2024) was red with purulent drainage. The healthcare provider (hcp) prescribed an antibiotic (doxycycline 100mg twice daily) on (B)(6) 2024 and advised temporarily discontinuing optune gio therapy. In a medical record provided by the prescribing physician, during a neurooncologist follow up visit, on (B)(6) 2024, the patient presented for evaluation of a postoperative wound infection. The patient noticed a small amount of purulent drainage in the mid surgical incision approximately three days prior in the area of a previously placed transducer array. The patient denied any pain, erythema, fever, or chills. The physician observed a small, approximately 0.5cm area of dehiscence on the mid-scalp incision, accompanied by a small amount of purulent drainage. The remainder of the wound edges remained intact without erythema or tenderness. A superficial wound culture was done, the results were pending. Following case discussion, it was decided to hold the bevacizumab dosing that was scheduled. The physician noted the patient would be re-evaluated to determine if surgical intervention would be advised. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
On december 20, 2024, novocure received the patient's medical records, which noted that during an appointment with the neuro-oncologist on (B)(6) 2024, the patient had been hospitalized from (B)(6) 2024. The patient was admitted for fever, altered mental status, and expressive aphasia. An MRI of the brain showed a questionable enhancement, possibly indicating an infection. On (B)(6) 2024, the patient underwent a right cranial wound revision and closure due to delayed cranial wound dehiscence and a wound infection. Infectious disease specialists managed the antibiotic treatment, transitioning from intravenous to oral antibiotics (amoxicillin/clavulanic acid and doxycycline) through (B)(6) 2024. The patient was discharged to rehabilitation on (B)(6) 2024. Bevacizumab and optune gio therapy were temporarily discontinued due to concerns about the surgical wound healing, with plans to resume treatment pending radiation therapy. Note: fever, altered mental status, and expressive aphasia are common secondary symptoms of wound infection therefore not reported separately.